Event description:
Caller states, the pt tested 7.0 inr and 7.8 inr on the coaguchek s system while a comparison lab returned as 2.6 inr. Customer was given heparin and the coumadin dose was increased based on the lab result. Requested return of suspect system and replacement was sent.